Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reported to the healthcare professional (hcp) shocking at implant site after patient fell on their knees. Patient fell to their knees due to high blood pressure and nosebleed. After falling to their knees, the patient complained of severe shocking at implant site. Patient turned stimulation off, pain went away. Patient waited one hour, turned stimulation back on with no pain. Impedance check ok, at 1 ,264. Battery life 87.2%. Patient was asked to follow back up in clinic if symptom returns. The issue is resolved at the time of this report.